Manufacturer narrative:
Result: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. A review of the manufacturing records was completed for the incident lot # 5251478 and no issues were identified. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.

Event description:
It was reported that blood leaked from the plunger when bd preset¿ luer-lok¿ bd hemogard¿ tip cap 22g bd eclipse¿ was in vertical position during action to eject air bubbles from syringe. No blood exposure to mucous membrane. No injury or medical intervention.